Manufacturer narrative:
Product analysis: analysis confirmed the reported issues. It was also found during analysis that the external pulse generator (epg) failed incoming testing related to heart wire connectors. All found defective parts were replaced and all other identified issues were resolved. The device was re-calibrated and functionally tested. The device passed all final testing. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported the device was returned for repair, due to missing screws/parts and a sticky release latch. No patient complications have been reported as a result of this event. The external pulse generator (epg) subsequently tested out of specification during manufacturer's analysis.